Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-14. H6: investigation summary: one 20039e product was received without packaging for investigation. The customer feedback indicates the complaint sample was from lot 20096352. Residual fluid was present in the sample. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the smartsite component to a retained 50ml bd plastipak syringe from stock; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20096352 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However in this instance no occlusion was observed during testing of the returned sample, please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not returned, and the reported occlusion was not replicated during testing of the returned sample it could not be determined which is the most likely root cause for the customer's experience in this instance. In order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the smallbore 6 inch ext vlv wouldn't prime due to flow issues/blockage. The following information was provided by the initial reporter: "can¿t priming at beginning."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv wouldn't prime due to flow issues/blockage. The following information was provided by the initial reporter: "can¿t priming at beginning"

Manufacturer narrative:
H6: investigation summary : a 20039e sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample with an unknown syringe. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. Further information provided by the customer indicates that after several days the smartsite of the set could be accessed and successfully flushed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20096352 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the smallbore 6 inch ext vlv wouldn't prime due to flow issues/blockage. The following information was provided by the initial reporter: "can¿t priming at beginning"